Event description:
It was reported that the patient presented to the emergency room after a lead integrity alert (lia) triggered on the right ventricular (rv) lead for sensing integrity counters (sic) and non-sustained ventricular tachycardia (nsvt) episodes. Oversensing was noted on stored episodes, noise was reproducible, and there was high impedance. Fracture was confirmed. The lead was inactivated and capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.